Manufacturer narrative:
Device code: (B)(4) no longer applies. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient stated that problem with device was a therapy issue. The patient was still wetting, don¿t make it to the bathroom in the morning. They don¿t know how far to turn up the device.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a healthcare provider through foundation care that the patient was having problems with their device. The patient dropped off the line before being transferred. No further information could be provided regarding the problem the patient was having. No patient symptoms were reported. No further complications were reported.